Event description:
The customer reported that they obtained an erroneously depressed sodium (na) result on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician(s). The sample was repeated on an alternate dimension exl with lm integrated chemistry system. The repeat result was consistent with the patient¿s clinical history, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed sodium (na) result obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) recovered within acceptable range prior to the running patient samples after the event, the customer checked the pump rate, and it was normal. The customer performed super condition and ran qc which recovered low outside the acceptable range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the system, replaced the pump head due to sticky rollers, replaced the std a, std b, f1, f2, x2, and x3 tubing and the x-seal in the rotary valve due to salt buildup, swabbed the integrated multisensor technology (imt) port with serum, and primed the imt. The cse then performed a precision test which passed. The customer ran qc, which recovered within the acceptable range. Based on the available information, siemens determined that the probable cause of the erroneously depressed sodium (na) result is consistent with flow related problems through the imt. The customer is operational. The instrument is performing according to the specifications. No further evaluation is required.